Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Placed the lv lead in a couple different vessels with very high thresholds. While placing in last vessel the wire could no longer be advanced through lead and was ¿stuck¿. Dr segerson pulled lead out and pulled wire out. Asked for new lead as inner lyman was more than likely compromised.